Event description:
A malfunction was reported involving a pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted in resetting the pump. Despite this, the malfunction recurred, and a replacement pump was arranged. The customer reverted to multiple daily injections (mdi) as backup therapy, given information on putting the pump into storage mode, and advised to return the malfunctioning pump with a prepaid label. The customer understood and acknowledged these instructions.